Event description:
This info was reported by co clinical education specialist. Product was used on the rfa following a diagnostic catheterization procedure. Post cath, the right leg was cool and without pulses. Heparin was infused overnight without improvement. On 8/12, or or. It was noted that cfa was full of injectable collagen and there was a collagen clot in sfa and profunda. Pathology report confirmed femoral clot included soft synthetic material. Both clots were surgically removed. Code 86: eval of event based on mfg and qc procedures and historical use of device related to this event. Code 310: during product clinical trials, two collagen insertions occurred in 590 pts. Code 200: device is designed with several safety features to minimize potential for collagen insertions. Product should be used to determine correct product kit size for pt. Tissue dilator and plunger are designed with indicator marks which minimize potential for collagen insertions. In addition, instructions for use specifically describe technique to use when deploying collagen. Code 68: due to long duration of time from event to reporting, no details of product procedure could be determined. However, based on historical use of device, co assumes that this was not a device failure and that cause was most likely due to improper technique.